Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. One of the ears has broken of the tip of the outer sleeve. The face of the fracture appears to have been ground smooth not allowing any visual analysis to be done. The ear was not returned from analysis this type of damage is usually the result of bent stress overload from pressure placed on the inside of the ear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unknown spinal surgery the tongue was broken.